Event description:
The patient was treated in the study in 2008 with a precise stent to right proximal internal carotid artery. There were no product malfunctions or neurological events experienced during the procedure. The following day, the patient experienced a neurological event of dysarthria and was diagnosed with a seizure. The seizure occurred without warning during the patient's EKG. The patient received a total of 4mg of ativan. A cat scan of the brain was completed which demonstrated no hemorrhage and no mass effect. The exact cause of the seizure is unclear. The event was documented as unrelated to the cordis product and the index procedure.

Manufacturer narrative:
This product is not available for analysis. Additional information will be provided within 30 days of receipt.